Manufacturer narrative:
Block h6 (impact codes): imdrf impact code a06 is being used to capture the reportable event of loss of visualization.

Event description:
It was reported that an exalt model b scope was utilized during a tracheostomy procedure on (B)(6) 2025, for the treatment of an obstructed airway. During the procedure, visualization was lost. The procedure was completed with another exalt model b scope. There was no patient complications reported as a result of the event.